Manufacturer narrative:
Per tandem¿s t:flex user guide: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of greater than 500 mg/dl (value not provided); cause was unknown. Bg was addressed via a supply change and a correction bolus. Additionally, the customer was using expired cartridges not compatible with tandem's insulin pumps. Although requested, the customer declined to provide additional information regarding the issue.